Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. Based on the information reviewed, a cause for the reported clip opened while locked resulting in incomplete coaptation (slda) cannot be determined. Mitral valve insufficiency/regurgitation is due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 20 degrees and detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. While attempting to remove the steerable guide catheter (sgc), it was noticed when applying minus knob, the sgc did not straighten. Although unable to straighten, the physician was able to remove the sgc without causing damage to the patient. Mitral valve replacement was then performed to remove the implanted clip.